Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b6, b7, d4, h2, h3, h4, h6, h8, h11. Corrected b6, b7 n/a should have been ni. Corrected g2 added health professional. Based on the results of the investigation, the device was returned to olympus for inspection, and the reported failure was determined due to the detached fiber from the connector, however, the most probable cause of the failure could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device no aim beam and laser fiber would not work and started smoking. This occurred during a unspecified ureteroscopy/laser lithotripsy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.